Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ deflation: observed a delamination total of the valve (adhesive failure) additional observations: ¿ crease flat and wear abrasion observed on the device. ¿ white particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side exchange due to the patients concerns with the product and possible deflation. Device has been explanted.